Event description:
Device issue: shaft separation. Time of device issue: during the procedure. Adverse event: none. It was reported that the heavily calcified and heavily tortuous, 100% occluded mid left anterior descending artery was predilated with a 2.5 x 20 mm voyager balloon, but the 2.75 x 23 mm xience v stent was unable to cross the target lesion. The lesion was predilated a second time with a 3.0 x 12 mm voyager, but the 3.0 x 15 mm xience v stent was still unable to cross the target lesion. An even smaller 3.0 x 8 mm xience v stent was inserted, crossed the lesion, and was successfully implanted. During the procedure, after the stent was implanted, a haziness was seen distal to the lesion and was determined to be a dissection. The cause of the dissection is unknown. A 3.0 x 8 mm vision stent delivery system (sds) was inserted to treat the distal dissection, but was unable to cross the lesion. The vision was removed from the patient. It is unknown when the shaft separation of the vision sds was noticed; nor is it known how the sds was removed from the patient. There was no device debris left in the patient. There was no adverse patient effects. The vision stent remained on the sds and was never deployed. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). The xience v stent is being filed under a separate medwatch report number. Evaluation summary - the stent delivery system (sds) was returned with blood on the shaft, hub, balloon, stent implant and in the guide wire lumen. There was contrast in the inflation lumen. The stent implant was stationary on the balloon between the markers. There was no damage noted to the stent implant. The balloon was tightly folded. The hypotube had separated 19 cm distal to the strain relief tubing. The fracture faces were ovaled as if kinked prior to separating. The jacket was also stretched and separated at the same location. There was a kink in the hypotube distal to the separation. There were no kinks noted to the tip or to the inner member. A snap gauge was used to measure the stent implant outer diameters and they met manufacturing criteria. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, and accessory device support. Based on the reported information, the failure to advance appears to be related to the heavily tortuous and calcified anatomy. Analysis noted the hypotube and jacket material were separated 19 cm distal to the strain relief tubing, confirming the reported separation. This type of failure is often attributed to ductile overload at a bend. Kinks or bends in the shaft can lead to weakening of the sds material such that subsequent application of force or further handling can cause a separation. There was a kink in the hypotube near the separation. In this case, the patient's anatomy was heavily tortuous and calcified, which would have contributed to the shaft kinking. Further manipulation would have contributed to the shaft ultimately separating. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. In this case, the reported failure to advance and hypotube separation appear to be related to the operational context of the procedure.